Manufacturer narrative:
E1: reporter email was unavailable manufacturer's investigation conclusion: the evaluation of the submitted log file did not reveal any driveline related issues while the patient was connected to battery power. The submitted log file contained events from day 161, hour 12, minute 29 through day 163, hour 10, minute 41, per the timestamps. No notable events or alarms were captured. The pump functioned as intended throughout the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) (document (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Several sections of the IFU and patient handbook, provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was determined to be supplemental information and will be reported in manufacturer reference number 2916596-2023-06754.

Event description:
It was reported that log files were submitted for analysis due to a suspected driveline fatigue. The patient used battery support at home and an unshielded power module patient cable was used to check the history at the facility outpatient. The clinical engineer at the facility was concerned if the pump speed had dropped during battery support. There were no unusual events recorded in the log file event history. Driveline fatigue was not confirmed, and the patient would be monitored.

Manufacturer narrative:
The patient's driveline issues were first reported under MFR # 2916596-2023-00597. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.